Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Customer was at a (B)(6) where she rented a scooter. She said the scooter wasn't up to par because it had loose parts and was tilted but she drove the scooter anyway because she needed to get around. While driving the scooter, she alleges it just turned over resulting in a fall.

Manufacturer narrative:
Provider alleges user error as the device is working properly. Device not made available for evaluation

Event description:
Customer was at a (B)(6) where she rented a scooter. She said the scooter wasn't up to par because it had loose parts and was tilted but she drove the scooter anyway because she needed to get around. While driving the scooter, she alleges it just turned over resulting in a fall.